Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1lg29); product type: 0200-lead; implant date (B)(6) 2018 brand name interstim; product ID 3889-28 (lot: va1t81v); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was scheduled to have their ins replaced. Pre-operatively the impedances were normal, but once the patient was opened, it was determined that they had a lead connected to the ins but also had another lead implanted. They didn't know which lead was connected to ins or which one wasn't connected. Once the new ins was placed and connected to the lead (that had been previously been connected to the patient's old device), there were impedance issues. They weren't sure what the exact values were and which electrodes were showing as the issue since they weren't the one to actually run the impedances. They connected the (left) lead to a test cable and were able to get some responses under 2 ma. They actually tried both available leads in the new device, but received abnormal impedances on both. Another ins was used and again, they received similar impedance results on both leads. At that point, it was unknown which was the original lead that was connected to the old device, so the doctor decided to leave both leads implanted, but did not connect them to an ins nor implant a new ins. The patient would go back for a full revision in the future. The rep would be returning both ins's.